Manufacturer narrative:
The investigation for the reported access site bleed and embolism has been completed. The pump and purge cassette were returned for investigation. No physical abnormalities were observed on the returned product. Priming was performed without issue. The pump was run as expected during the test in a bucket of water. No purge leak was reported during the test. Data logs show a air-in-purge alarm during the bag change procedure. No other purge-related abnormalities were reported in the data logs. According to clinical details, a microbubble was noted in the aorta. Also, a hematoma was observed, and heparin was on hold. The air in purge alarm occurred on a different day than the air in the ventricle observation. The cause of the embolism issue was not determined since sufficient clinical information was not provided, and its relation to impella was unknown. The cause of the access site bleeding issue was not determined since sufficient clinical information was not provided.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. While on support, an access site hematoma was observed; the site was iced along with temporary stoppage of heparin. Further information noted, some days later, micro-bubbles in the aorta were noticed on echocardiogram. No intervention for the micro bubbles was provided; a repeat echocardiogram was planned. It was noted there was no neurological deficit, and the patient was stable.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is cw observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿